Manufacturer narrative:
(B)(4). The results of this investigation confirmed the amplatzer septal occluder met all dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a 12mm amplatzer septal occluder (aso) was implanted in a pfo defect. On (B)(6) 2016, the aso was observed to be dislodged and slanted toward the left atrium within the defect. The patient was returned to the cath lab where the aso was percutaneously removed. An 18mm non-sjm device was implanted.